Manufacturer narrative:
The agent reported, patient fell post-op in hospital and tore extensor. Revision surgery with repair and poly exchange was required. Female 77. Complaint has been evaluated and is similar to report number 1644408-2022-01625; 341-10-709,s809 trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to fall lower body.